Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicates that this lead was explanted and replaced with a competitive product without incident. It is unknown if it will be returned for analysis.

Event description:
Boston scientific received information that this lead exhibited myopotential oversensing in stored episodes resulting in aystole greater than two seconds in duration. No adverse patient effects were reported. A revision procedure has been scheduled however as of today the product remains in service.